Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the pt's death remains unk; however, information from the field indicated there was no issue regarding the device.

Event description:
The 21 mm sjm mitral hp masters series valve was implanted in aortic position. On the third postoperative day, it was explanted and replaced by a valve from another manufacturer. The pt died on (B)(6) 2013 and the cause of death is unk. The hospital reported that there were no issues with sjm valve or its packaging.